Manufacturer narrative:
Because device was not return to ok biotech, therefore, we were unable to perform further testing on the suspected device. Ok biotech reviewed the manufacturing record of this suspected device (meter serial (B)(4)), and the meter was qualified and released by the quality control department and shipped to pdc on dec. 10, 2016 the strip lot # d6160714-1 was manufactured on 07/14/2016 and expired in july 14, 2018. Ok biotech received no complaints from same manufacturing batch of strips . We tested the retain strips of same patient's batch strips from our warehouse. The control solution tests for level low were 56/58 mg/dl; for level high were 237/238 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass. We are unable to confirm the complaint because device was not returned and no further information from customer has been received, this matter has to be closed out with undetermined root cause.

Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 6:00 pm after the end user received inaccurate high results from her prodigy diabetes meter. The end user was experiencing confusion and could not think clearly accompanied with a blood glucose result of "hi". The paramedics were called and upon arrival they performed a blood glucose test with their meter but the reporter could not recall the reading. No treatment was given by the paramedics but the end user was taken to the ER. Upon arrival to the ER the end user's blood glucose reading was 614 mg/dl. She was given insulin to assist in stabilizing her blood glucose levels. After 9 hours in the ER she was discharged with a blood glucose reading of 140 mg/dl and instructed to follow-up with her pcp. No additional details were provided in regards to this medical event.